Event description:
It was reported that bd plastipak¿ syringe had scale marking issues and leaked. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: leakage by the seal of the syringe used with an electric syringe shoot. Medicine contained in the syringe: propofol there is also a problem of graduation with these syringes consequences: treatment not administered. No other clinical consequence for the patient because propofol is not a vital emergency medicine but it could have been more serious if it had been norepinephrine precautionary measures and actions taken: change of syringe, same lot (only lot available in the room). No problem of leakage. The device has been preserved and is available at the pharmacy of the south hospital group. Reporting situation ansm (national agency for drug safety): n. Which means: judged by the user, incident that took place during or after use of the device, existing gravity, serious risk.

Manufacturer narrative:
Correction: this complaint was opened under the pas division and will be cancelled. It belongs to the mps division. This is a duplicate complaint of MFR report # 3003152976-2019-00279 that has already been reported for malfunction.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringe had scale marking issues and leaked. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: leakage by the seal of the syringe used with an electric syringe shoot. Medicine contained in the syringe: propofol. There is also a problem of graduation with these syringes. Consequences: treatment not administered. No other clinical consequence for the patient because propofol is not a vital emergency medicine but it could have been more serious if it had been norepinephrine. Precautionary measures and actions taken: change of syringe, same lot (only lot available in the room). No problem of leakage. The device has been preserved and is available at the pharmacy of the (B)(6). Reporting situation (B)(6). Which means: judged by the user, incident that took place during or after use of the device, existing gravity, serious risk.